Event description:
The doctor was unable to insert the iab into the sheath. The iab and sheath were not returned to datascope for evaluation. (Event complications: unknown - reported 05/30/97. ) (pt's current status: unk - rpt'd 05/30/97.)